Event description:
Hamilton medical ag received the following description from the partner: customer had 5505 error codes.

Manufacturer narrative:
Tf 5505 alarm indicates that mixer valves are leaking / defective. Sensor board was replaced.